Event description:
This lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to a unknown product performance issue. No other information is available at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).